Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported a cartridge alarm (cartridge alarm 1) and a cartridge change error occurred. Additionally, it was reported that a cartridge alarm (alarm 06) occurred and an altitude alarm occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Customer's blood glucose level was 160 mg/dl. Reportedly, the customer loaded a new cartridge and was successfully able to resume insulin delivery.